Event description:
It was reported that a beta bionics ilet user's screen cracked. It was determined a replacement was needed. They were advised to use backup therapy until replacement is received. There was no information regarding any adverse event reported as a result of this event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.